Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. Fluid was not discovered in the pump module area and was discovered on the external of the cassette. There were no alarms/warnings prior to or after the leak. The film on the back of the cassette was not loose. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated after treatment was completed and when the patient went to open the cassette door during tx complete - step 9 remove cassette, fluid was seen on the cassette. The cause of the fluid on the cassette was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using the cycler on the night of the reported event. The pdrn stated the patient resumed treatment using the cycler without further issue. The pdrn confirmed the cycler set (cassette) used was discarded by the patient and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. Fluid was not discovered in the pump module area and was discovered on the external of the cassette. There were no alarms/warnings prior to or after the leak. The film on the back of the cassette was not loose. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated after treatment was completed and when the patient went to open the cassette door during tx complete - step 9 remove cassette, fluid was seen on the cassette. The cause of the fluid on the cassette was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using the cycler on the night of the reported event. The pdrn stated the patient resumed treatment using the cycler without further issue. The pdrn confirmed the cycler set (cassette) used was discarded by the patient and was no longer available to be returned for investigation.